Event description:
In 2008, percutaneous gastrostomy catheter placed under fluoroscopy. Two days after, tube was slow in flushing. Tube was adjusted and appeared to "work" better. Later in the day, pt developed transient abdominal pain. In the next day, pt sent for fluoroscopy exam of tube and it appeared "ruptured and leaking" in the "mid section".